Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were selected for use. The closure device was deployed, but the position of the device was too distal. The physician then fully recaptured the closure device and removed the wds. At this time, a thrombus was noted to be on the wds, close to the closure device when cleaning the device outside the patient. The procedure was continued and a new closure device was used to complete the procedure. The patient was noted to have a low activated clotting time (act). There were no patient complications that were reported to have occurred. The patient was stable following the procedure.